Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found the device is in its opened packaging. The inner shaft has ben pushed all the way in, and is jammed in the distal tip of the outer shaft. The inner shaft has been fractured proximal to the curve. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended force and side loading of the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the curved full radius inner shaft was pushed all the way in and was jammed in the distal tip of the outer shaft. Also, the inner shaft was fractured proximal to the curve. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.